Event description:
Hill-rom received a report from a hill-rom technician starting the CPR lever was broken. The bed was located at the account in room 263. There was no patient/user injury reported. This report was filled in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the mounting bracket pulled out of backrest. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010, 2012, and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replace sleep deck backrest panel to resolve the issue. Based on this information , no further action is required.